Event description:
The customer stated that he tested his blood glucose using a one touch meter and received a reading of 180 mg/dl. He retested using his contour and received a reading of 97 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer stated that the test strips had been sent back, but qa never received them. Eval of the product will not be possible. Replacement strips were sent to the customer.

Manufacturer narrative:
After customer service reviewed the complaint, it was decided the complaint should be made a potential MDR. As a result, the report will be submitted past the 30 day window.